Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance steady at approximately 75 ohms through week of (B)(6) 2016, rises to greater than 100 ohms starting on (B)(6) 2016. Alerts for out of range subthreshold lead impedance on (B)(6) 2016.

Event description:
It was reported that an alert triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.